Event description:
It was reported that the patient was hospitalized due to restless legs and severe pain. The patient also experienced difficulty charging the implantable pulse generator (ipg). The patient received medication and was discharged from the hospital.

Event description:
It was reported that the patient was hospitalized due to restless legs and severe pain. The patient also experienced difficulty charging the implantable pulse generator (ipg). The patient received medication and was discharged from the hospital. Additional information was received that the patients hospitalization was not device related. Patient was discharged from the hospital.